Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. A spiroflex® vg angiojet® thrombectomy set was selected for a thombectomy procedure in the right superficial femoral artery. The device was primed and introduced into the patient. Aspiration was initiated. A check saline pump error message displayed. The device was reset and the issue persisted eventually resulting in an error message to replace catheter. The device was removed and the procedure was completed with another of the same device. There were no patient complications.